Event description:
Customer reported there is no live image on the screen. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber and supply regulator pcb's. System operates as intended. This MDR is related to ge healthcare.